Event description:
It was reported that during preparation of the starclose se device, the vessel locator wings were noted to be exposed and bent/deployed prior to connecting the sheath. There was no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported misfire. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.